Event description:
On (B)(6) 2014, the patient had a ventral hernia repaired with a surgimesh xb e-1522 using an open approach. On (B)(6) 2014, the patient returned complaining of abdominal pain. Dr. (B)(6) explored the abdomen and found the abdominal cavity and xb e-1522 infected. He described a metallic smell and gas producing organisms being present. The xb e-1522 was removed, the abdominal cavity irrigated and the patients hernia sutured closed under tension.